Manufacturer narrative:
Reportable based on additional information. The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The initial reporter's address and patient information was not received at the time of this report. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: the jetstream catheter, it was upon priming, it never went in the body. It was spiked in the saline but it kept sucking air instead of pulling saline. They just pulled another jetstream of the same size and it was fine. It was a long case and the zip wire has been in the body for a long time so when the physician put the balloon in, it was kind of like stuck. It would not move. He put that wire down, thinking it was the balloon. He pulled another balloon, it worked fine. He wet the wire and everything so the rep thinks the wire has not been wet enough. The physician stented and it got stuck going onto the wire, they could not advance it and so when they pulled it back, it just flipped over and hit the wall. They did not go in the body it just would not move on the wire. For both the innova and the charger, they used another of the same devices to complete the procedure. They did not change the wire because it looked like the problem was it was not wiped down long enough. But sr thinks what happened is when they were going in to stent, it looked like it got gummy a little bit and it might not have been wet enough that's why they were trying to pull it off to re-wet the wire and then the stent got tugged at it and then thrown backwards. No complications to the patient. The patient is doing fine right now. Additional information received on october 5, 2018 reported that the charger and zip wire were stuck and both the charger and zip wire were removed out of the body and saline was applied and the two separated and the wire was re-advanced. The innova stent was stuck on the zip wire but never entered the patient.

Manufacturer narrative:
Additional information: initial reporter initial reporter name and address was updated to include the establishment name and address.